Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("abnormal bleeding, clotting") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), migraine ("migraines"), abdominal pain ("abdominal pain, cramping"), back pain ("back pain"), dyspareunia ("painful intercourse") and procedural pain ("long and painful post operative recovery"). The patient was treated with surgery (salpingectomy and removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain, back pain, dyspareunia and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, migraine, abdominal pain, back pain, dyspareunia and procedural pain to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had sharp pelvic pain and abnormal bleeding, clotting (seen as genital bleeding). Salpingectomy and removal of essure were performed approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding are highly prevalent in women and may have multiple causes. This legal case was reported with limited information. Considering the nature of the reported events and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain"), thrombosis ("clotting") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced thrombosis and genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines") and procedural pain ("long and painful post operative recovery"). The patient was treated with surgery (salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the thrombosis, headache and procedural pain outcome was unknown and the migraine and back pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, thrombosis and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, clotting, dysmenorrhea and headaches added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain"), device breakage ("removal doctor noted essure fragment in plaintiff's uterus"), device expulsion ("removal doctor noted essure fragment in plaintiff's uterus") and genital haemorrhage ("abnormal bleeding / clotting") in a 27-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008, asthma, urinary tract infection and abortion. Concurrent conditions included anemia. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines") and procedural pain ("long and painful post operative recovery"). The patient was treated with surgery (salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the device breakage, device expulsion, headache and procedural pain outcome was unknown and the migraine and back pain was resolving. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right- 4, left- 3 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain"), device breakage ("removal doctor noted essure fragment in plaintiff's uterus"), device expulsion ("removal doctor noted essure fragment in plaintiff's uterus") and genital haemorrhage ("abnormal bleeding / clotting") in a 27-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008, asthma, urinary tract infection and abortion. Concurrent conditions included anemia. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines") and procedural pain ("long and painful post operative recovery"). The patient was treated with surgery (salpingectomy and removal of essure on (B)(6) 2016), surgery (salpingectomy and removal of essure on (B)(6) 2016) and surgery (salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the device breakage, device expulsion, headache and procedural pain outcome was unknown and the migraine and back pain was resolving. The reporter considered abdominal pain, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right- 4, left- 3. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received: new events: device breakage, device expulsion and event clotting clubbed with genital hemorrhage added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had sharp pelvic pain and abnormal bleeding, clotting (seen as genital bleeding). Salpingectomy and removal of essure were performed approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding are highly prevalent in women and may have multiple causes. This legal case was reported with limited information. Considering the nature of the reported events and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.